Event description:
The event is reported as: complaint description: the customer stated that the stapler misfired and would not release the staple from inside the patient. Additional information has been requested.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.